Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
One day post-implant, patient complained of difficulty breathing with chest pain. X-ray revealed that the lead perforated through the lung causing pneumothorax to the patient. The lead was repositioned, and the patient was reported to be doing well after the procedure.